Manufacturer narrative:
An event regarding "pain, trunnionosis, corrosion, trunnion wear and disassociation" involving a metal head was reported. The event was confirmed for disassociation and trunnion wear. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but confirmed the event for disassociation and trunnion wear and indicated "pictures of explants confirms trunnion wear and one of the post x-ray confirms disassociation and trunnion wear, need operative reports, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed the event for disassociation and trunnion wear but deemed the information insufficient for a medical review. Further information such as operative reports, dated serial x-rays, progress notes and clinical/past medical history and examination of explanted components are required to determine the root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that a surgeon performed a revision on patient's right total hip due to pain and trunnionosis. Explanted devices show corrosion. Explants are not available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision on patient's right total hip due to pain and trunnionosis. Explanted devices show corrosion. Explants are not available.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before(B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that a surgeon performed a revision on patient's right total hip due to pain and trunnionosis. Explanted devices show corrosion. Explants are not available.